Event description:
"S/p bilateral subgl periareolar 280cc dc gels for augmentation. Pt reports that approx 2 yrs ago was involved in a mva which injured right side. Since that time has noticed a change in shape and decreased size in right implant with possible softening. Denies local pain but complained of asym to the point that is now quite noticeable. Desires correction. Denies systemic sx's although has had some right musculo-skeletal pain believed secondary to mva and is fatigued which related to children. Has some restless leg syndrome and complained of dry mouth but schirmer's test was negative. MRI at time of injury was negative. Pt is otherwise healthy."